Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced. It was also noted that the right atrial lead was capped and replaced on (B)(6) 2020 during the same procedure. The patient tolerated the procedure well.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-01481. It was reported that when the patient presented via remote transmission, noise was observed on the right atrial lead. It was also noted that following the battery performance alert (bpa) advisory, a bpa was received by the clinician on the device and is awaiting explant. Lead revision was also discussed. The patient is in stable condition.